Manufacturer narrative:
A complete lead was returned in one piece measuring 57.7 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-13770. It was reported the patient presented for a post-operation device check with bradycardia and the complaint of feeling dizzy. Upon interrogation, it was observed the pacing lead and pacemaker were failing to capture. The lead was repositioned to attempt to get better thresholds. After the procedure, there was loss of capture still observed. The capture threshold was high and the r wave sensing was low. The pacemaker and lead were explanted and replaced. The patient was stable.